Event description:
Initial information reported by physician to a sales representative on (B) (6) 2010: a female, of unk age, received an unk amount of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] approximately four months ago (2010) for an unk indication. She appears to have some form of a papule and/or nodule along her jaw line that presented itself shortly after the initial injection session. The reporter advised that the consumer may have been injected with injectable poly-l-lactic acid a second time. At the time of this report, the event continued to persist. Medical history and concomitant medications were not provided. No further relevant information reported.

Manufacturer narrative:
Important medical event.